Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: device stuck. Time of device malfunction: after the procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure after a diagnostic procedure. The device reportedly got stuck in the patient; however, it was removed using counter-tension. Hemostasis was achieved using manual compression. The patient was reported to be obese. There were no reported adverse patient sequelae. Though requested, no additional information was available.